Event description:
Sleeve leakage on non-patient end of luer adapter. Technician put finger on on non-patient end to stop leakage causing needlestick. Confusing details from representative and user facility caused delay in medwatch reporting.